Manufacturer narrative:
A root cause investigation was completed related to this event. A subsequent review of the systems service history revealed the foot switch had not been replaced during the dates of the service history (initial installation to replacement) making the foot switch about 14 years old. The failure of the foot switch was attributed to normal usage/wear and tear. No further action is planned at this time related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The foot switch was evaluated and replaced. A supplemental report will be filed at the conclusion of the investigation related to this event. This malfunction may have resulted in an accidental radiation occurrence.

Event description:
The customer reported that x-rays stay on after releasing the x-ray switch. This event may have resulted in an aro (accidental radiation occurrence). No patient death or serious injury was reported related to this event.